Manufacturer narrative:
Additional information: (serial number, expiration date),and device manufacture date.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article: noble, stéphane, mustafa cikirikcioglu, and marco roffi. "Massive aortic regurgitation following paravalvular balloon valvuloplasty of an edwards sapien valve treated by emergent corevalve implantation: never cross a transcatheter aortic valve without a pigtail." Catheterization and cardiovascular interventions 82, no. 4 (2013): e609-e612. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the pvl is unknown, however may be due to wrong valve sizing as the annulus was undersized.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per medical article "massive aortic regurgitation following paravalvular balloon valvuloplasty of an edwards sapien valve treated by emergent corevalve implantation: never cross a transcatheter aortic valve without a pigtail¿ corresponding author dr. Stéphane noble et al. A case of a (B)(6) patient with symptomatic severe aortic valve stenosis who underwent an implant of a 26 mm sapien xt valve in aortic position by transapical approach. The aortic annulus was assessed by transesophageal echocardiography (tee) at 24-25 mm, but no CT scan was performed. At the end of the procedure grade 2-3 aortic regurgitation was observed, thus it was decided to treat it conservatively. On pod6, the patient suffered from heart failure requiring endotracheal intubation, therefore, balloon post-dilatation of the valve was performed with a 25 mmx4 cm non-edwards balloon. The balloon was inadvertently advanced through the paravalvular space, crushing instead of dilating the edwards sapien xt valve, with subsequent massive aortic regurgitation and severe hemodynamic instability which was resolved after emergency transfemoral tavr of a 29mm non-edwards valve, with the crushed sapien xt valve at the side of the new prosthesis. The patient was discharged home at day 8 without any further complications. During the year following the procedure, the patient is asymptomatic. Tee at 12 months showed a mild residual aortic regurgitation. According to the authors, the massive regurgitation occurred due to the wire inadvertently slipped between the valve and the annulus into the lv. The position of the balloon was not checked and confirmed as the implant doctors did not use two orthogonal plans in fluoroscopy and relied only on transthoracic echocardiography and 2-d tee, which, also underestimated the size of the annulus.